Event description:
It was reported the black plastic part is charred at the connection. The electrode short circuited.

Manufacturer narrative:
This device is used for therapeutic purposes. Model # cev134; product description forceps cev134 bipolar 350mm mouiel; lot # 121101; manufacturing date november 2012. (B)(4). Quality engineer reviewed the returned devices. Product analysis indicates the charring took place after the formation of an electric arc most likely due the presence of moisture in the connection area (cable badly dried / blood / tissue etc.). This incident was most likely at the same time damage the electrode and caused shorted. Method - electrical evaluation. (B)(4).

Manufacturer narrative:
Manufacturer corrected to: xomed (B)(6). (B)(4).